Event description:
It was reported that the patient presented in clinic for routine follow up, atrial lead dislodgement was noted. The right atrial (ra) lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.